Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed and will not open. A field service engineer repaired track and replaced dog bone stoppers to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failed. Customer mentioned that they used alternative means to get medication and experienced no delays in treating patient. There were no adverse events or injuries reported based on this event.